Event description:
The customer reported the system stopped with a communication error and continuously beeped as if it had live fluoro. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer indicated the system beeped as if there was live fluoro. The system display may indicate the system is active when, in fact, the system is not producing live x-rays. The left monitor of the system will not update. There will be no radiation emission occurring despite the audible and visual indicator. If the voltage is too low on the power supply, the security line will be disconnected and thereby fail to produce x-ray. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.